Event description:
New information received indicates the right ventricular (rv) lead is currently implanted and inactive.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for dyspnea, and while reviewing transmitted device data, multiple episodes of noise resulting in over-sensing and pacing inhibition were noted on the right ventricular (rv) lead. Diagnostic imaging was performed with no visual indication of rv lead damage. The rv lead was successfully replaced, and the patient was stable following the procedure with no adverse consequences.